Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Customer continued using the current pump and was advised to have multiple daily injections available as backup therapy. Technical support confirmed the alarm, decided to replace the pump, and sent a replacement with updated software. Customer was instructed on returning the problematic pump and steps for using the new pump.